Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, the patient reported having a leak from the disposable supplies which is a known cause of this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line) during peritoneal dialysis (pd) therapy during dwell three of five. The patient was connected at the time of the alarm. The patient reported that it looked wet under the supply bag but could not identify any obvious issues with the bag. The technical service representative assisted in ending therapy. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.